Manufacturer narrative:
The investigation into the introducer damage - mechanical has been completed. The impella device was not returned for evaluation. The cause of the introducer issue, specifically the clear luer lock detaching from the dilator and staying attached to the peel-away sheath, was not determined since product was not returned and there is insufficient clinical evidence. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was stated that the clear luer locking device on the peel away introducer separated from the introducer. This resulted in the locking component remaining on the peel-away hub when the peel-away sheath was removed. The component was subsequently broken off/removed with hemostats. The patient continued on support until the device was successfully weaned.